Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After examining the system, the fse found and replaced a failing reagent 1 (r1) probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant tacrolimus (tacr) results were generated by the dimension rxl max with hm. The discordant results were compared to previous patient information and not reported to the physician. The samples were retested and yielded results within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant results.